Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a motor error alarm on her insulin pump during bolus delivery. The customer's blood glucose was 284 mg/dl. It was advised that the customer discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
In process. Pending motor test. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
(B)(4).the insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. No motor error alarm noted and motor passed motor test. However, the insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.